Event description:
It is reported that customer feels as if bolus shots were delivered quicker than that of old pump causing bolus delivery to be painful and causing leakage at insertion site. Customer was advised to discuss infusion set concerns should be discussed with healthcare professional. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).